Manufacturer narrative:
Examination of the submitted device revealed evidence of poor device alignment. The investigation could not draw any conclusions about the root cause of the poor device alignment. Provided information stated it was unknown if patient trauma was a contributing factor. It was noted the product was implanted for approximately nineteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Patella was worn in one area. Unsure if patient fell or if there was malalignment of patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.